Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the customer had issues with the insulin pump. The customer reported that the insulin pump had depleted battery life, had no delivery alarms and also had an error. The customer also reported that the customer's sensor stopped working. The customer's blood glucose was unknown at the time of incident. The customer declined helpline assistance. The insulin pump will not be returned for analysis.